Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had a transapical transcatheter mitral valve replacement after an implant duration of 7 years and 6 months. Per the op report, this patient had bioprosthetic mitral valve degeneration. Tee showed severe mitral regurgitation and stenosis. The patient was felt not to be a candidate for traditional surgery; therefore, a 23 mm edwards sapien tissue valve was placed within the old mitral valve transapically. Intra-operative tee evaluation revealed excellent valve position, function, and no perivalvular leak.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). Unfortunately, since the subject valve was not explanted from the patient, the specific nature of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.